Event description:
Approx. 1 year following cypher stent implant to treat in-stent restenosis of a guidant bare metal stent (bms) in the distal left anterior descending artery (distal lad), the pt presented with complaints of increased angina. Coronary angiography was performed that revealed restenosis. However, it was determined that this lesion was not amenable to further treatment. The pt was medically managed.